Manufacturer narrative:
The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was placed at 73 degrees in the left eye of a male patient on (B)(6) 2017. The lens measured at 90 degrees post-operatively on (B)(6) 2017 with a difference of 17 degrees. The patient is satisfied with his vision and no repositioning is scheduled. The lens remains implanted. The outcome does not significantly interfere with activities of daily life. No patient complication and or related injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.